Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that the architect analyzer has been generating higher than expected patient results for the glucose parameter. The results were questioned and repeated after 24 hours with lower and expected results. Trouble shooting revealed that the initial glucose test was preceded by the co2 test which could indicate a reagent-mediated carry over issue. One patient sample generated a result of 9.2 mmol/l which was repeated at 0.5 mmol/l. No impact to patient management was reported.